Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system gave remote alert indicating problem with the host pc memory. According to the additional information received, it has been determined that this case was created in error, leading philips to conclude that the complaint is not subject to reporting. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating there was a problem with the host computer's memory, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.